Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 93mg/dl and 35mg/dl, 51mg/dl and hi (greater than 600mg/dl). No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.